Manufacturer narrative:
Immucor technical support determined that this event was a result of user error, and that the instrument was operating as expected.

Event description:
On (B)(6) 2016, a (B)(6) customer reported an abo mistype when testing blood samples on a galileo neo.